Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported that the adhesive of the infusion set does not properly adhere to her skin. She experienced elevated blood glucose of 310 mg/dl as a result. Her normal blood glucose level is 115 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. It is unk if the product will be returned for eval.